Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there is damage to the reservoir compartment. Customer reported that the reservoir is not locking in place. Customer's blood glucose at the time of the incident was 198 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system and excessive no delivery test. No rewind anomaly and no delivery alarm noted. Test reservoir does not lock properly inside the reservoir tube due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Unit was received with minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube window and stained end cap sticker.